Manufacturer narrative:
The insulin pump passed the displacement, self-test, prime, and excessive no delivery tests, no alarms noted. The device was received with normal operating currents. The device had cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they have a no delivery alarm. The blood glucose reading is 110 mg/dl. Customer states that they have a battery out limit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.